Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.this is one of three device reports that are associated with this event. The associated manufacturer report numbers: # 1225714-2014-06448, 1225714-2014-06449 and 1225714-2014-06450.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.